Event description:
It was reported that within one hour of sheathed insertion the ECG waveform "suddenly disappeared". Clinicians used a `p-p cable' to input the ECG signal from the hp monitor. ECG waveform was obtained & ap trigger mode was used. After approx 15 hours, purge failure alarms began to continuously alarm. Console was exchanged. There were no reported pt complications.